Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 515 mg/dl at the time of the incident. The customer reported that she ordered some sensor and got delayed. She has had issues with her sensor and has gone through 4 sensors. They were not been able to connect at all. Customer was trying to correct blood glucose but couldn't get meter to connect and sensor to work. The customer was successfully assisted with connecting transmitter and meter to pump. The customer advised to continue to monitor blood glucose. The customer had high blood glucose but declined to troubleshoot due to treating during call with a 1.8 units. The insulin pump will not be returned for analysis.